Event description:
The customer reported that the 9600 system locked up and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted and the sram battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.